Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen at 180mcg/day via an implantable pump. The patient reported that the pump was refilled on tuesday for the first time since replacement in january. The healthcare provider extracted 30 ml of old medication. The patient did not know the expected reservoir volume but stated that the alarm date was march 5th. The patient was redirected to their healthcare provider.